Event description:
The pt underwent a sling procedure in 2005. During the procedure the physician "unbutton holed the vagina". This was noticed at first and the sling had to be removed and the procedure restarted.